Event description:
On 24jan2023 the customer reported one non-repeatable erroneously elevated hstni (accesss high sensitivity troponin I, part number b52699 and lot number 234674) patient result was generated on the customer's unicel dxi 600 access immunoassay analyser (part number a30260 and serial number (B)(4)). The initial hstni patient result was at 250.6 pg/ml on (B)(6) 2023 at 02:36 pm. The sample was re-centrifuged and repeated at 4.2 pg/ml at 08:48 pm. The patient was also tested in another laboratory with the hs troponin t assay on roche cobas analyzer with a result of 13 ng/l (reference range <14,0 ng/l). The patient was transferred to another hospital due to the initial elevated hstni result and underwent coronary angiography. No further information was provided. No hardware errors or other assay issues were reported in conjunction with this event. System check passed on (B)(6) 2023. Calibration passed on (B)(6) 2023 with reagent lot 234674 and calibrator lot 234357. Quality control (qc) was passing within the laboratory¿s established ranges at time of the event. No issues with sample integrity were reported by the customer. Sample is serum, sample tube collection type was sarstedt sample tubes (serum, no gel) s-monovettes which contain plastic beads that are coated with a clotting activator. Sample was collected at 2:11 pm, it was centrifuged for 5 minutes at 4000 (unit not provided) and analysis completion time off the analyzer is documented as 2:36 pm. Sample was not allowed to clot for 30 minutes.

Manufacturer narrative:
The full patient identifier is case (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors was reported in conjunction with this event. System performance indicators have been passing within specifications. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. No other patient results were called into question. Sample was collected at 2:11 pm, it was centrifuged for 5 minutes and analysis completion time off the analyzer is documented as 2:36 pm. Sample was not allowed to clot for 30 minutes. Therefore, use error is the cause of this event. The customer did not follow the instruction for use (IFU) and the clinical and laboratory standards institute (clsi) guidelines for preanalytical sample handling: the hstni IFU document (part number c11140 m) instructs users as follows: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples: allow serum samples to clot completely before centrifugation in a vertical, closure-up position¿. Additionally, as per clsi guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿the recommendations are to allow the tubes to stand upright, for a preset minimum period of time (e.g., 30 - 60 minutes) to allow for clotting, before centrifugation.¿ furthermore, per sarstedt ¿tips & techniques in preanalytics¿ document, "after blood collection, the serum samples must coagulate for 30 minutes. This means that as the coagulation proceeds, the coagulation factors (e.g. Fibrin) are consumed and the blood cells form a blood clot.¿ customer was informed how to handle patient sample prior to measurement including adherence to clotting time and centrifugation recommended by sample tubes manufacturer. In conclusion, preanalytical sample handling will be implicated as the likely cause for this event as the sample was not allowed to clot for 30 minutes. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.